Event description:
Risk manager at the hospital reported that the device broke in the pt. The device was replaced on (B)(6).

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.